Manufacturer narrative:
(B)(4). Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation determined a conclusive cause for the reported detachment cannot be determined. The reported patient effect of angina is likely due to the reported detachment; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure, with implantation of a 3.0 x 18 mm coronary implant. No adverse patient effects or device deficiencies were noted at that time and the patient was discharged in stable condition. On (B)(6) 2017, the patient experienced chest pain and was re-hospitalized. Coronary angiography was performed and it was noted that a separated balance middleweight (bmw) universal guide wire segment, used in the index procedure on (B)(6) 2016, remained in the patient anatomy. The patient underwent open heart surgery to remove the separated guide wire segment and to perform coronary artery bypass graft (CABG) procedure. No additional information was provided.